Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report a blank display. The customer's blood glucose reading was unknown. The customer performed troubleshooting but the display did not return. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and to return their device for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to battery tube connector not plugged in properly however; the insulin pump functioned after plugging in the connector properly. Unable to perform idle current test, run current test, self test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test due to blank display. The insulin pump had minor scratched display window and cracked reservoir tube lip.